Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd pump had alarmed cassette not attached properly reattach cassette error, corrosion on battery door

Manufacturer narrative:
B5: additional information received on 7 july 2022 via email and attached to complaint object: no patient injury/ contact. Found during pm process.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; however, it was missing a tamper seal. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. Cassette not attached properly alarm messages was found in the device event history logs, rusted on battery door, and battery compartment. A defective occlusion sensor was found to be the cause of the reported problem. For corrective action, the downstream occlusion sensor and battery compartment with door were replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.